Event description:
It was reported, the stylet could be removed during procedure but it was impossible to replace stylets in a proper way. The stiff ones (green) could not be inserted anymore, the white ones were okay. The product was not implanted, a different product was used.

Manufacturer narrative:
Product ID neu_stylet_acc; product type accessory. (B)(4).